Event description:
It was reported that using a radial artery access approach during procedures of the coronary artery the 4.5 mm nc trek balloon dilatation catheter (bdc) mets resistance with the non-abbott guiding catheter and becomes stuck. It was noted that this occurs only after the first inflation when the bdc is being inserted and advanced for subsequent inflations. Excessive resistance is noted and the guiding catheter, bdc, and guide wire have to be removed as a system. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, relevant tests date - estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reviewed, there is no indication of a product deficiency. (B)(4) unused representative samples with (B)(4) different lot numbers were returned for evaluation. Functional testing was performed on all (B)(4) returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for the lots did not produce any findings relevant to this report.